Event description:
It was reported that the programmer would not interrogate devices. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate and failed functional uplink tests; the rf head cable found out of electrical specification. Rf head upper case lens is cracked. (B)(4).